Event description:
Home patient (hp) reports calling baxter technical service center while troubleshooting through an alarm situation and nothing patient was using the same homechoice set from "the other night". Baxter technician assisted hp in ending treatment early for evening. No patient injury or medical interventio required per rn.